Manufacturer narrative:
The device was returned to olympus for a device evaluation, and the customer¿s allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: the insulation resistance of the leading edge did not meet the standard due to burnt traces on the plastic distal end cover, the bending angle in the down direction did not meet the standard due to wear of the angle wire, the suction volume did not meet the standard due to a broken channel tube, and the channel tube was not water tight due to a broken channel tube. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope had an air/water leak in channel. The issue was observed during preparation for use on a diagnostic procedure. The procedure was completed with a similar device, and there were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the coating peeling on the connecting tube (more than 1 mm2). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects.¿ olympus will continue to monitor field performance for this device.